Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient could not get the implantable neurostimulator (ins) charged, the ins was dead, and they tried to charge multiple times but was unable to charge the ins still. The patient then noted that their healthcare professional (hcp) needed the ins status in writing before the hcp will replace the ins. The last successful recharge was about over a year prior to the report. The patient also reported that they had to meet with a manufacturer representative (rep) for one confirmed overdischarge event and one possible overdischarge event to get the device ¿recharged¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that the ins was in overdischarge and that they were performing the second physician mode reset. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they were unable to recover the ins from overdischarge as the patient did not want to wait and had to end the session. The patient was to acquire a new managing physician and was interested in trying to recover the ins in the future. No further complications were reported.